Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a pulmonary vein isolation (pvi) procedure. During preparation, it was mentioned that the inner packaging was deformed. Use of the device was discontinued due to contamination concerns. The device was replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return. There was no damage noted on the case or outer box. The device was never removed from the inner box, and therefore was not checked for any damages. The device was stored in the hospital's radiology on-duty/storeroom (the room is air-conditioned).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle that was returned in its original tray was visually inspected and it was noted that all the edges of its tray were deformed, lid sticked to the tray and unable to remove needle from its tray. Therefore, the reported allegation was confirmed. There is no evidence manufacturing is contributing to this complaint.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a pulmonary vein isolation (pvi) procedure. During preparation, it was mentioned that the inner packaging was deformed. Use of the device was discontinued due to contamination concerns. The device was replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return. There was no damage noted on the case or outer box. The device was never removed from the inner box, and therefore was not checked for any damages. The device was stored in the hospital's radiology on-duty/storeroom (the room is air-conditioned).